Manufacturer narrative:
Report #3 of 3 report #1)0001920664-2018-00139. Report #2)0001920664-2018-00140. We received the additional information that the patient did not require a vitrectomy. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Details

Manufacturer narrative:
Report #3 of 3: the device history was completed with no anomalies notes. Further investigation is underway.

Event description:
A report received from the distributor in (B)(6) stated that on 3 consecutive cases, the patients suffered a capsular rupture during phacoemulsification. Patients required an anterior vitrectomy. No updates were provided on patients conditions.